Manufacturer narrative:
C-reactive protein reagent contains materials of human origin and should be considered potentially infectious. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they received the c-reactive protein reagent bottles with the inside packaging leaking. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.